Event description:
Following an atrial fibrillation procedure, a blood clot was noted on the catheter. The procedure was completed without replacing the catheter and there were no adverse consequences to the patient.

Manufacturer narrative:
One bi-directional, curve d-f, sensor enabled, advisor hd grid mapping catheter was received for evaluation. Visual inspection revealed a blood-like substance on electrode 13. Electrodes 13-14 met specifications for acceptable resistance values with no open or short circuits detected. The device functioned per requirements during an irrigation flow test. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported blood clot remains unknown.